Event description:
It was reported that there was a moderate erythema around the infusion area. Additional information indicated that the patient had a prior event of erythema. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed and found no discrepancies or abnormalities relevant to the complaint. Visual inspection of samples taken from the production line were visually inspected to verify that the spring was not released. No discrepancies were detected. Samples were taken from production and tested using the insertion pad to identify any abnormal behavior on the transfer of the site to the pad. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).